Manufacturer narrative:
On site investigation was completed on 05/21/2008. Distributor's rep believes the lift tipped over because the cna's were lifting a pt into a geri-chair while the lift was perpendicular to the chair. When the legs of the lift banged against the chair the manual base of the lift closed quickly, throwing the lift out of balance, causing it to tip over. Misuse of the equipment is the presumed cause of this incident.